Event description:
Pt "ot" needed to replace the transfer set because the occluder feet had broken, and leaks are observed when the minicap. Is removed. The reported transfer set was placed on an unknown date. There was no pt injury or medical intervention associated with incident.